Event description:
The customer's blood glucose was unknown. It was reported that the customer received a button error alarm. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All of the buttons functioned properly and no damage to the keypad assembly, button error alarm, or unlocked keypad connector was noted. The insulin pump was received with a cracked case at the display window corner and a cracked reservoir tube lip.